Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, when using a 5mm clamp in this trocar, the gasket does not fit in it. The carbon dioxide (co2) gases escape continuously and there was loss of space and visibility to perform our surgery. The surgery was converted to laparotomy and surgery was extended to 30 minutes. There was no patient injury.